Event description:
Based on the medical records provided by the patient's attorney: (B)(6) 2004 - patient underwent repair of epigastric and ventral hernia with non-bard mesh. Lysis of adhesions were performed. On (B)(6) 2005 - patient underwent repair of recurrent incisional epigastric hernia with non-bard mesh. On (B)(6) 2007 - patient underwent repair of recurrent ventral incisional hernia with composix mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Based on the medical record review the patient underwent repair of a recurrent incisional ventral hernia with composix mesh on (B)(6) 2007. The medical records provided do not indicate a device related failure as causing or contributing to the reported event. The patient is morbidly obese and has developed and been treated for multiple hernia recurrences prior to the implant of composix mesh. The medical records provided do not indicate that there was a device failure nor a recurrence after the implant of composix mesh. Additionally, according to the medical records the mesh remains implanted. There is no indication of a device failure.